Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemia event while using the ilet bionic pancreas, during which she ate part of breakfast at alert, glucose rose then fell to 75, later peaked around 134, and trended down to 60; the user believed she treated by eating lunch without announcing a meal, and education was provided to treat lows with up to 15 grams of fast-acting carbohydrates. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included classification as a serious injury/illness/impairment and unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no specific device-related findings, with insufficient information on a device component and the medical device problem characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.